Manufacturer narrative:
According to the information provided by olympus (B)(4), the air/water nozzle was clogged during a medical examination for a patient with esophageal cancer. In addition, the user had reprocessed the device according to the correct procedure. The device was evaluated at ocsm. As a result of the evaluation, the following was confirmed. -the air/water nozzle was not deformed. -foreign material could not be removed. -the device has not been repaired in the last year. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, the reported event may have been caused by the following: -there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. -training on device handling and reprocessing according to the instruction manual was insufficient for the staff at the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, it states that the endoscope should be cleaned immediately after each procedure. It also states to use an aw channel cleaning adapter to prevent clogging of the air/water nozzle. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the air/water nozzle was clogged while preparing for use. The user used the device in combination with the video system center cv-290 and complete the intended procedure, gastroscopy. The procedure was not delayed for more than 15 minutes. Olympus then inspected the device at the service department of olympus (B)(4) and found that the air/water nozzle was clogged with blood clots. There was no report of patient injury associated with the event.